Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what troubleshooting steps were attempted to open the device (red knife reverse switch, etc.)? The surgeon lowered the red safety button + activated the stapling lever to return the knife to its original slot. However it did not work and the clip remained blocked. Was the reload a gst60b or ecr60b? Gst60b. Was buttressing material utilized? If so, which product? No buttressing material. Did the patient experience a postoperative fistula? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. What is the current patient status? Patient is ok. After the 4th stapling, the knife did not returned to its initial position and it's was impossible to reopen the device. Despite activation of the security red button, the device was not opened. The surgeon used another device to cut and staple closer of the tube. The device was removed through the trocar with the anatomic piece. At d8 the patient is well.

Event description:
It was reported by the affiliate that during a gastrectomy procedure, the device jammed at the fourth cartridge, it was impossible to open it (first cartridge: gold, second, third and fourth cartridge: blue). Restapling closer to the tube with three purple competitive cartridges, increasing the risk of postoperative fistula. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 9/21/2016. Lot #: n9117r, batch #: n54714, manufactured date: 03/31/2016, product exp. Date: 02/28/2021. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Batch #: n5463e, manufactured date: 03/30/2016, product exp. Date: 02/28/2021. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Batch #: n54713, manufactured date: 03/31/2016, product exp. Date: 02/28/2021. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Batch #: n5463f, manufactured date: 03/30/2016, product exp. Date: 02/28/2021. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Batch #: n54591, manufactured date: 03/30/2016, product exp. Date: 02/28/21. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process three photos were provided, reviewed and a revised detail of the photos showed the proximal part of the anvil in the articulated position and lodge with a blue cartridge. In addition a piece of tissue can be appreciated on the picture. The device appears to be closed; however since only the distal portion of the device is visible it cannot be determine what is the condition of the whole device. A couple of scissors can be seen at the bottom of the picture. Based on the visual evidence provided in the photos, no conclusion could be drawn. Device analysis may provide the evidence necessary to determine the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # n54591. The analysis found that one long60a device was returned in good visual condition and with one gst60b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.